Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with cage used in oblique lateral interbody fusion (olif) for l3/4 spondylolisthesis spine. It was reported that the olif cage was inst alled in the front and rear opposite directions, which was different from the original proper use, after changing the position from the lateral position to the prone position. The surgeon determined that it was very unlikely that the device would affect the patient, so it was placed in the body without reinsertion. The cause of the event was confirmed as human error. There was no revision surgery occurred/ planned as a result of the event. Product was not utilized correctly according to the directions given in the IFU/labeling. No adverse event occurred to patient. There were no further complications that were reported.